Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response versus ventricular fibrillation (vf) from their implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.